Event description:
Boston scientific received information that the patient's magnet rate was pacing at 100 even if magnet was removed due to surgery. The field representative got message to remove magnet even when magnet was off. The magnet feature was programmed back on in device and got message "function disabled due to magnet-remove magnet" and the patient's pacing was 100. The field representative programmed the magnet response off. Lead tests and impedance was done and sensing and thresholds were all good and stable. Additional information indicates that the magnet function was deactivated. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.